Event description:
It was reported that the patient presented during leadless pacemaker implant procedure. During procedure, it was noted that it was difficult to position the leadless pacemaker. During reposition, the helix of the leadless pacemaker was stretched. The reported leadless pacemaker was not installed and the procedure was completed with an alternative leadless pacemaker on (B)(6) 2023.

Manufacturer narrative:
Correction: b5 - there were no patient consequences before, during, or after procedure.

Event description:
It was reported that the patient presented during leadless pacemaker implant procedure. During procedure, it was noted that it was difficult to position the leadless pacemaker. During reposition, the helix of the leadless pacemaker was stretched. The reported leadless pacemaker was not installed and the procedure was completed with an alternative leadless pacemaker on (B)(6) 2023. There were no patient consequences.

Manufacturer narrative:
Correction: g3 - the awareness date of this report should be 15 may 2023. The reported event of positioning problem was not confirmed. While the reported event of stretched helix was confirmed. As received, a device was returned for analysis. Visual inspection noted outer helix length was not within specification and is consistent with procedure related damage. No other anomalies were identified.